Manufacturer narrative:
Additional information was provided in b.5., d.9., h.3., h.6. And h.11. The lens was returned in the loading area of the device. Viscoelastic was observed in the device and on the lens. The optic was cut from edge to center, typical of insertion and removal. A portion of the cut optic had a small scrape mark near the center on the anterior side of the lens. The provided photos appear to be of the returned sample. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. Optic damage was observed. The root cause may be related to a failure to follow the IFU(instructions for use). A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating no second procedure was necessary. The backup lens was inserted directly during the procedure.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, optic was damaged. Additional information was requested.

Manufacturer narrative:
The sample was not returned. Two photos were provided. The two photos look identical in appearance. The lens was displayed inside the eye. Glare from overhead lighting can be seen reflected onto the optic. A green circle has been applied to the photo to indicate the area of concern. Within the circle a very small, dark, shadowy line was observed. This area may be cracked optic damage. A physical sample would be necessary in order to make a definite confirmation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. Based on our observation of the attached photos, the optic has a small area that appears to be damaged. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU (instructions for use) instructs: during device preparation and implantation of the company iol (intraocular lens) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. It is unknown if adequate viscoelastic was used. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in a.2., a.3.a. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating symptoms were resolved.